Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12187. It was reported the patient received leads for a trial procedure. The following day the patient reported ineffective stimulation and overstimulation. Images taken revealed the leads migrated. The leads were explanted ending the trial. Patient is being referred to a surgeon for a paddle lead placement.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.